Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5.3 mg for a total dose of 1.10104 mg/day, bupivacaine 20 mg for a total dose of 4.15486 mg/day, and fentanyl 1520 mcg for a total dose of 315.7694 mcg/day via an implantable pump for spinal pain. It was reported on 2019-jul-22 the patient had disabling/severe headaches due to prior modification of the intrathecal catheter at the spinal implant site. Interventions included a blood patch was performed on (B)(6) 2019. It was noted the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome of the event resolved without sequalae on (B)(6) 2019. The clinical diagnosis was disabling headaches. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was intrathecal site. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient's baseline weight was not collected. No further complications were reported or anticipated.